Event description:
In 1993 I had a hernia repair with mesh. For two years I had constant pain and tenderness. In 1995 I had another hernia repair with the mesh in the same place. Lesions had formed and grew to my sides. For 2.5 years I had pain, tenderness and swelling. In 1998 I had the hernia repair again with mesh. This time there were lesions in my side and my ovary was massed over and had to be removed. Again in 2001 I had the hernia repair again and the doctor used gortex mesh. The pain was so severe that I was put out on disability at the age of (B)(6). I still have the mesh and have abdominal tenderness. It feels like a split in my belly and I can feel it. All through these years I have had bowel problems stemmed from these hernia repairs. None of these meshes should be put in a human being. I was involved in a rear end collision and the seatbelt smashed my stomach and now I have a lump of bowel smashed out of the side of the split hernia patch. Each repair the surgeon had to scrape "lesions" from my insides. None of these meshes are safe. I am proof of several failed mesh implants. I always did what the doctor said and still suffered additional surgeries. If these manufactures knew the pain that their "meshes" cause people they would probably still make them. Please, please do not let anyone else suffer from these unsafe meshes, if it were not for my children I would have checked out from all the pain and grief these meshes caused. They do not fix the hernia nor do they make a hernia repair last longer. They are all faulty.